Manufacturer narrative:
Additional details have been requested regarding the reported event and the cleaning, disinfection, and sterilization (cds) process. At this time, no additional information has been provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing, a supplemental report will be submitted upon completion of the evaluation / investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope had a leak near the button and tested positive on (B)(6), 2023, for >200 colony forming units (cfus) of aeromonas spp., enterobacter cloacae, and pseudomonas aeruginosa. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The following fields were updated: the d9 "date returned to manufacturer" was corrected based on information available at the time of the initial report submission. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the switch section key top 1 was cut, the distal end of the probe cover insulation was damaged and lens glue was clouded, the bending section cover (a-rubber) glue was separated, there were dents on the ceiling plate and mouthpiece. Also the control unit angulation did not meet standard and had play. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the customer provided the cleaning, disinfection and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process.